Event description:
It was reported that during testing a smiths medical pump exhibited a lec 1871 error and casing damage. No patient injury was reported.

Event description:
It was reported that during testing a smiths medical pump exhibited a lec 1871 error and casing damage. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Customer's reported problem was confirmed. Pump was found to be displaying "1871" error code message on power up when batteries are inserted. Found motor locks up no rotation when prime key is pressed and chipped rear housing on the upper left hand corner. Actions/repairs were done to correct the reported issue: motor and rear housing will be replaced.